Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the provided pictures showed that a blood leakage was visible at the level of the male luer lock (mll) of the return line. The reported condition is confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined. Additional recommended instruction is provided with this device for how to connect the female luer lock and the male luer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, blood leaked out from the return line. There was no patient injury or medical intervention associated with this event. No additional information is available.